Manufacturer narrative:
On 10/18/2019, mentor received additional information indicating the patient did not experience a deflation on the left side. There was no device issue on the left side, and the explantation of this device was purely elective. On 10/24/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/11/2019, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the sample a crease was noted in the anterior view , also an area of shell abrasion was noted within crease. Leak testing was performed and it revealed a rupture within shell abrasion, measuring approximately less than 0.1 cm. No other anomalies were observed. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round spectrum 425cc and experienced bilateral deflation post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 425cc, catalog# 3507425mc (left) and mentor memorygel breast implant 360cc, catalog# 3507360mc (right) on (B)(6) 2019. This report is for the left side device.